Event description:
It was reported that the pt noticed the area around the pump becoming thin and reddened. There was no skin breakdown or infection noted. The pump pocket was accessed. A hematoma was evacuated. The wounds was inspected carefully and sprayed twice with thrombin. The catheter and pump appeared to be in good condition. The would was closed. The pt recovered without sequela.